Event description:
It was reported by dealer that the seat is very loose and will sway in all directions up to a half inch or so on the (B)(4) power chair. Replacing the seat post and mounting bracket to resolve the issue.